Event description:
The customer reported that the device issued a "speaker malfunct." Inop together with a loss of audio.

Manufacturer narrative:
(B)(4). There was no allegation of an adverse event or any pt or user harm. Even though there was a visual inop, and the product labeling shipped with the device warns not to rely exclusively on the audible alarm system for pt monitoring, a confirmed loss of audio poses a potential safety risk, as there is no audible tone to alert the user of the failure, or the clinical staff could possibly not recognize a critical pt alarm. A follow-up report will be submitted upon completion of the investigation.